Event description:
It was reported that in preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. When the 3.0x12mm taxus liberte' drug eluting stent was being loaded onto a wire, resistance was felt. When the technician pulled on the stent delivery system to separate the wire from the stent, the stent became stretched and could not be loaded onto the wire. The device never entered the pt. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).